Manufacturer narrative:
Evaluation: the customer returned the sheath component in an used and kinked condition. Unfortunately, the actual complaint device (catheter) was not returned. However, we can advise that we are taking measures in an effort to reduce the likelihood of this occurrence.

Event description:
Info was initially provided that the tip of the tfe straight catheter sheared off when the physician attempted to pull it back through the stiffening cannula. Physician reported this has occurred in the past. Updated info provided on 07/19/2006 stated that the tip was slightly attached to the catheter, therefore, the physician placed a snare through the groin to capture the tip.